Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 42 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6), 2017, the patient had essure inserted. On (B)(6), 2020, 1249 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day.the patient was treated with surgery (essure removal). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery. No quality safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of uterine perforation ("left essure malpositioned in right posterior uterine serosa"), device expulsion ("left essure malpositioned in right posterior uterine serosa") and pelvic pain ("chronic pelvic pain") in a 42 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of paratubal cyst, menses irregular, depression, chronic obstructive pulmonary disease, morbid obesity, ovarian cystectomy, headache, pericarditis, obesity, numbness of lower extremities, migraine, gallstones, fibromyalgia, thrombosis venous deep, degenerative disc disease, chronic kidney disease, chronic back pain, chest pain, cardiopulmonary arrest, asthma, arthritis, bleeding, pelvic pain, menses irregular and nausea. The patient had a family history of breast cancer and colon cancer. On (B)(6) 2017, the patient had essure inserted. An unknown time later she experienced device expulsion (seriousness criterion intervention required) and pelvic pain (seriousness criterion medically important). On (B)(6) 2020, 1249 days after essure insertion, uterine perforation (seriousness criterion intervention required) was found. The patient was treated with surgery (laparoscopic salpingectomy) for essure removal on (B)(6) 2020. At the time of the report, the outcome of uterine perforation was unknown. The reporter considered device expulsion, pelvic pain and uterine perforation to be related to essure administration. The reporter commented: more than one essure related surgery: no. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 43.893 kg/sqm. Laparoscopy on (B)(6) 2020: findings: normal appearing uterus and bilateral fallopian tubes, normal appearing bilateral ovaries with right ovarian corpus luteal cyst, left essure malpositioned in right posterior uterine serosa, normal appearing endometrial lining and tubal ostia with intrauterine adhesions noted. [Pathology test] on (B)(6) 2020: a. Bilateral fallopian tubes with essure, bilateral salpingectomy: fimbriated fallopian tubes with paratubal cysts. Foreign object identified in longer fallopian tube consistent with essure device. B. Endometrial curetting: fragments of secretory endometrium, no evidence of endometrial hyperplasia, atypia or malignancy is identified. Present extending from the surface of resection of the larger fallopian tube is coiled portion of gray metallic material. The portion of metallic material measures 3.2 cm in length and width of 0.1 cm in thickness. A portion of metallic material is not grossly appreciated within the lumen or separate within the container. Findings:normal appearing uterus and bilateral fallopian tubes, normal appearing bilateral ovaries with right ovarian corpus luteal cyst, left essure malpositioned in right posterior uterine serosa, normal appearing endometrial lining and tubal ostia with intrauterine adhesions noted. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 25-nov-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of uterine perforation ("left essure malpositioned in right posterior uterine serosa"), device dislocation ("left essure malpositioned in right posterior uterine serosa") and pelvic pain ("chronic pelvic pain") in a 42 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of paratubal cyst, menses irregular, depression, chronic obstructive pulmonary disease, morbid obesity, ovarian cystectomy, headache, pericarditis, obesity, numbness of lower extremities, migraine, gallstones, fibromyalgia, thrombosis venous deep, degenerative disc disease, chronic kidney disease, chronic back pain, chest pain, cardiopulmonary arrest, asthma, arthritis, bleeding, pelvic pain, menses irregular and nausea. The patient had a family history of breast cancer and colon cancer. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2020, 1249 days after essure insertion, she experienced uterine perforation (seriousness criterion intervention required). Essure was removed the same day. An unknown time later she experienced device dislocation (seriousness criterion intervention required) and pelvic pain (seriousness criterion medically important). The patient was treated with surgery (laparoscopic salpingectomy). At the time of the report, the outcome of uterine perforation was unknown. The reporter considered device dislocation, pelvic pain and uterine perforation to be related to essure administration. The reporter commented: more than one essure related surgery: no. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 43.893 kg/sqm. [Pathology test] on (B)(6) 2020: a. Bilateral fallopian tubes with essure, bilateral salpingectomy: fimbriated fallopian tubes with paratubal cysts. Foreign object identified in longer fallopian tube consistent with essure device. B. Endometrial curetting: fragments of secretory endometrium, no evidence of endometrial hyperplasia, atypia or malignancy is identified. Present extending from the surface of resection of the larger fallopian tube is coiled portion of gray metallic material. The portion of metallic material measures 3.2 cm in length and width of 0.1 cm in thickness. A portion of metallic material is not grossly appreciated within the lumen or separate within the container. Findings: normal appearing uterus and bilateral fallopian tubes, normal appearing bilateral ovaries with right ovarian corpus luteal cyst, left essure malpositioned in right posterior uterine serosa, normal appearing endometrial lining and tubal ostia with intrauterine adhesions noted. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 28-sep-2023: mr received : "medical device removal" updated to "uterine perforation". Events "device dislocation" and "pelvic pain" added. Reporters information patient medical history and surgical pathology reports were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 42 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2020, 1249 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery: no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 17-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.